Event description:
It was reported that pump displayed malfunction code related to momentary motor skip after likely high force impact such as being dropped. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and there was no device return or replacement arranged.